Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant due to a helix issue. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the helix bent and the guide tooth was damage, therefore helix functions cannot not be tested. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the helix bent contributed to the complaint of the lead dislodged. If information is provided in the future, a supplemental report will be issued.